Event description:
The customer reported that prior to being used on the pt, it was noted that the knife was extended from beyond the jaws, the surgeon opened another instrument to utilize during the procedure. There was no pt involvement or injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.